Event description:
It was reported that the patient's blood glucose level rose to 35 mmol/l, 630 mg/dl for an undisclosed time wearing the pod. The patient¿s mother reported that during the night, the personal diabetes manager turned off and would not turn back on. The mother reported on (B)(6) 2025, around midnight, the patient was taken to the emergency room to seek medical attention. At the time of contact, the patient was still in the hospital, and no other details were provided. The patient¿s diagnosis and treatment were not disclosed. Additional follow up is being conducted to request additional information. Additional information was received on 14oct2025: the patient was in the hospital for 3 to 5 hours and was treated with IV and candy/sugar.

Manufacturer narrative:
Please see section b5 for additional information.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 35 mmol/l, 630 mg/dl for an undisclosed time wearing the pod. The patient¿s mother reported that during the night, the personal diabetes manager turned off and would not turn back on. The mother reported on (B)(6) 2025, around midnight, the patient was taken to the emergency room to seek medical attention. At the time of contact, the patient was still in the hospital, and no other details were provided. The patient¿s diagnosis and treatment were not disclosed. Additional follow up is being conducted to request additional information.